Event description:
It was reported that during an unspecified procedure, a suture was torn. The target lesion was in the common bile duct. When the physician attempted to release the 7fr/12cm flexima biliary stent, it was unable to slide through the guide catheter. When it was pulled through the guide catheter with force, the suture tore. The procedure was completed with another flexima biliary stent. No pt complications occurred. Patient status is satisfactory.